Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(6). Date of event: unknown. It was reported that the incident occurred sometime in (B)(6) 2015. Therefore, the date received by manufacturer has been used for this field medical device expiration date: unknown, device manufacture date: unknown, results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, and absolute root cause for this incident cannot be determined.

Event description:
It was reported that "after giving a flu shot, the nurse went to activate the safety device, it came off and resulted in a needlestick to her thumb. Follow-up lab work was completed and the source was 'clear'. No further follow-up was required. This stick occurred in december and involved an eclipse needle."